Event description:
The pump was being serviced at the facility. During service testing, the pump's batteries were found to be depleted. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.